Event description:
Same case as mfg # 2134265-2009-06833. It was reported that post a percutaneous transluminal angioplasty (pta) procedure, in stent restenosis occurred. The 100% stenosed lesion was located in the non calcified right superficial femoral artery. The pta procedure was performed via an upper arm approach. Two wallstent rp stents were previously implanted in the target lesion at another facility previously. The lesion being treated during the procedure was a restenosis located in the proximal and distal portion of the implanted stents. No info was available on the previously implanted stents. A 6fr long sheath was inserted through the upper arm. A non-bsc guide wire was unable to cross the lesion and a total of 4 guide wires were used in the procedure. A sterling balloon catheter 4x20mm had difficulty crossing the lesion. A sterling 3x60mm balloon catheter crossed the lesion. The balloon was inflated "more than 7 times" to 6 to 12 atms for 60 seconds each inflation. Another sterling 4x60mm balloon catheter crossed the lesion and dilated the lesion without issue. The balloon was inflated "more than 7 times" to 6 to 12 atms for 60 seconds each inflation. The procedure was completed with a 4.0mm peripheral cutting balloon. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.